Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) channel. Noise was unable to be reproduced in the office and sensing; impedance and threshold values were normal. Additionally, there was an increase in the ra rate count of 250 ppm. Additionally, there was evidence of farfield oversensing resulting in false atrial tachycardia response episode (atr). Technical services (ts) suggested continued monitoring. This device remains in service and no adverse patient effects were reported.